Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer went to bolus and the screen showed strange symbols. He removed and reinserted the battery but issue was not resolved. The device was not dropped or bumped. It was stated that they did not receive a low battery alert prior to the off no power alarm. They changed the battery but the insulin pump would not power back on. Blood glucose value was 91 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to an open lcd driver board. The pump was received with cracked battery tube threads and a cracked reservoir tube lip. Unable to confirm the unexpected off no power alarms and scrambled display due to open lcd driver board.